Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with feelings of chest pain. An electrocardiogram revealed monomorphic ventricular tachycardia. The patient received amiodarone bolus and gtt. An ablation was performed on (B)(6) 2020. The patient was discharges on (B)(6) 2020.

Event description:
It was reported that on the evening of (B)(6) 2020 (discharge date), the patient started to experience heart palpitations with associated weakness at home. The patient came to the emergency ward with complex tachycardia in the 160s. The patient underwent cardioversion back to normal sinus rhythm. The patient was readmitted on (B)(6) 2020. The patient was cardioverted to normal sinus rhythm. The patient had complaints of chest pain, the computer tomography (CT) scan and echocardiogram (echo) were normal. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.